Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemic events while using the ilet bionic pancreas, with the user attributing the events to concomitant outside medication taken during dialysis; no alerts or alarms were reported and troubleshooting with education was completed. Symptoms included low blood glucose consistent with hypoglycemia, though the user could not recall specific values or symptoms. Outcomes included no reported hospitalization, no reported long-term injury, and no reported interruption of therapy. Investigation included customer care review of the event details and provision of troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and no specific device component concerns, with the probable contributing factor being external medication use during dialysis that affected glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to patient condition or concomitant medications rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.